Event description:
It was reported that during a nephrectomy procedure, after firing and upon opening the jaws, significant bleeding was observed at the surgical site. The bleeding was subsequently controlled. The surgeon questioned whether the device failed or if the tissue was too thick for the selected stapler size. Upon inspection of the used reload and staple line, the surgeon noted that the staples appeared uncompressed and speculated that the device may have cut without properly stapling. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 7/1/2026. D4 batch # unk. H11 = b3: only event year known: 2026. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequences started? If yes, was the firing sequence completed? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.